Event description:
It was reported that during an unknown procedure, the device blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged slip block assembly, firing knob dislodged, non-conforming instrument additional information: were staples deployed? No. Did the device cut? No. Were there any issues with opening the device? No. The analysis results found that the ntlc75 device received disassembled with the firing knob and upper slip block missing, in addition, the anvil tip was broken. The device was received with a reload loaded in the device. The reload was received unfired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. While no conclusion could be reached as to how the damage to the anvil tip occurred, it is possible that the damaged was due to an improper handling of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.